Manufacturer narrative:
This report is submitted on april 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported the device was explanted on (B)(6) 2018 due to incorrect placement of the device that had occurred at the time of initial surgery. The patient was reimplanted with another cochlear device.